Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed after 9 years') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("I was enduring so much constant pain") and hyperaesthesia ("touch set me off"). The patient was treated with surgery (removal of essure device). Essure was removed in 2018. At the time of the report, the medical device removal outcome was unknown and the pain and hyperaesthesia had resolved. The reporter considered hyperaesthesia, medical device removal and pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: data received from social media. New events 'I was enduring so much constant pain' and 'touch set me off' were added with outcome. Year of explantation calculated. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed after 9 years') in a female patient who had essure inserted for female sterilization. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: medical device removal. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received- case becomes incident. Event injury was removed. New event removed after 9 years was added. New reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pain ("I was enduring so much constant pain") and hyperaesthesia ("touch set me off"). The patient was treated with surgery (removal of essure device). Essure was removed in 2018. At the time of the report, the device dislocation outcome was unknown and the pain and hyperaesthesia had resolved. The reporter considered device dislocation, hyperaesthesia and pain to be related to essure. The reporter commented: discripancy noted as insertion date (B)(6) 2009. And removal date (B)(6) 2017. Concerning the injuries were reported in this case, the following ones were described via social media: medical device removal. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Previously added event medical device removal was updated to migration. Reporter was added. Insertion date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.